Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed.

Event description:
It was reported that the patient was readmitted on 05feb2022 to 01mar2022 with a bacterial urinary tract infection as well as suspected pleurisy on the CT scan. The patient was treated with drug therapy which included antibiotics and blood transfusions. The reason for the blood transfusion is not reported.

Event description:
The patient was treated with antibiotics and blood transfusions, which was reported to be the hospital¿s treatment for infections.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(6). The relevant sections of the device history records for (B)(6) including packaging and sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, this document provides suggested responses in the event of infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.